Event description:
Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: a.3a, a6, b5, d.6b, h6.

Event description:
Healthcare professional reported "intracapsular rupture and capsular contracture baker grade ii". This record is for the left side. Device remains implanted and is unknown if it will be returned.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.